Event description:
It was reported that an li61se iol was inserted using an ez-28b delivery device and was then removed intraoperatively due to bent haptic. The incision was not enlarged, but sutures were used. Another lens was implanted successfully. Please reference MDR#: 1119279-2012-00124 for the intraocular device.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and /or procedural factors (such as lens and inserter interaction) might have contributed to the event